Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in the development of peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. On an unreported date, the patient began treatment with injection vancomycin intraperitoneally (1g, once daily, duration not reported) and injection tazact intravenously (4.5g, twice per day, duration not reported) for the peritonitis. The patient was reported to have recovered from the event. Dianeal therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted